Event description:
Representative reported a pump replacement due to an underinfusion volume discrepancy. No patient symptoms were reported. It was reported that the expected volume was 3ml and the actual aspirated volume was 18ml. During surgery, no new catheter was implanted as csf flow was present. The original pump was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).